Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the implant of this transcatheter bioprosthetic valve, an aortic dissection was observed.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was later discharged. Per the physician, the patient did not have any anatomical features that contributed to the dissection.

Manufacturer narrative:
Additional information: b5 (second paragraph), d3, d4, h4, and h6. System report update: based on the additional information received, the primary device was changed to the dcs and the secondary/associated device was changed to the valve. Dcs data: lot number: 0012227093; manufactured date: 2024-04-15; use before date: 2026-04-15; UDI #: (B)(4); device status: discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 days following the implant of this transcatheter bioprosthetic valve, an aortic dissection was observed. Additional information was received indicating that the exact timing of the dissection is unclear. Further, the dissection was not confirmed during passage of the delivery catheter system (dcs) or during valve placement. According to the physician, interference from the dcs caused the dissection and the valve and guidewire were not contributing factors. The patient exhibited no symptoms as a result of the dissection and no treatment was given.